Event description:
The arthroplasty was revised due to loosening and pain. The components were implanted in situ for ~1.0 y. The acetabular liner, acetabular shell and femoral head were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned, it was retained at the (B)(4) centre but a photo was provided of the dome area of the shell. Discolouration, most likely due to in vivo service, was noted and no bony or fibrous on-growth was observed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: based upon the material available for review it is not possible to determine the cause of the apparent failure of fixation of the acetabular component in this case. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of the device, pre- and post-operative x-rays, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The arthroplasty was revised due to loosening and pain. The components were implanted in situ for ~1.0 y. The acetabular liner, acetabular shell and femoral head were revised.